Event description:
Pt's spouse reported after injection of unspecified juvederm in the lips, the pt experienced an "arterial occlusion"; follow up with pt confirmed the event. Additional info provided by the healthcare professional noted the pt "developed blanching from nlf to nose" which they believed was an "arterial/vascular occlusion". Pt symptoms resolved quickly with "treatment"; the pt has since been "retreated" in the area "without any difficulties".

Manufacturer narrative:
Further info from the reported regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "blanching" and "vascular event" are physiological complications and analysis of the device does not assist allergan in determining a probable cause for these events.